Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: · the legal manufacturer reported it is presumed that the cause of the phenomenon indicated was a failure of the video-connector unit and a failure of the dp board. ·since there was no delivery of the current product, the cause of the failure of the video connector unit or the failure of the dp board could not be identified, but 8 years and 3 months have passed since the manufacturing process, it is presumed that the failure was due to degradation over time.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed due to faulty patient board set. In addition, a worn out video connector latch was causing poor connection. A damaged digital printing (dp) board and digital visual interface (dvi) connector unable to connect the dvi cable. A software version 3.01 was recommend upgrade to version 4.10 (948b). The unit was noted to be equipped with a new type switch and normal wear on the housing. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the device exhibited intermittent power. The customer reported that the device worked when connected to a 190 series scope but not the 180 series scope. There were also no issues with the scopes and everything was set up correctly. There was no damage or abnormalities observed with the device. There was no patient involvement.